Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. One image was provided demonstrating the placed stent inside the vessel. The stent was visibly constricted/ unexpanded in the area of the silicone stent brake. Distal and proximal of that section the stent was expanded which indicated that the deployment sheath was retracted and that the stent adhered to the silicone brake, which leads to a confirmed result for expansion issue. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 10/2022), g3. H11: h6 (method, result). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure through the ilio femoral at the bilateral popliteal, the distal end of the stent allegedly faced expansion failure. It was further reported that twisting the deployment system successfully deployed the stent. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2022). Device not returned.

Event description:
It was reported that during a stent placement procedure through the ilio femoral at the bilateral popliteal, the distal end of the stent allegedly faced expansion failure. It was further reported that twisting the deployment system successfully deployed the stent. There was no reported patient injury.